Event description:
The duett sealing device was deployed following an interventional procedure, via a 7 fr sheath the right common femoral artery. Following the deployment, the patient developed a pseudoaneurysm, which was confirmed via an ultrasound. Treatment consisted of ultrasound guided compression and a thrombin injection into the pseudoaneurysm site. The treatment was successful, and the event was resolved.